Manufacturer narrative:
(B)(4). Not returned.

Event description:
It was reported that externalized conductors were observed during a prophylactic fluoro. No electrical anomalies were detected. The lead was capped and replaced when the patient presented asymptomatically for a generator change due to normal eri. The patient received no complications from the procedure.